Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Review of system log files identified issues with flex vision pc. To resolve this issue, the philips engineer replaced flex vision pc along with hdd and host pc with hdd. After replacement of flex vision pc and upgrading the software, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system does not start; the system hangs. The philips service engineer will switch the defective pc. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.